Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. A complaint of a set being received with kinked tubing was received from the customer. A photo was provided to aid in the investigation of this defect. Through observation of the photo, it is difficult to tell if the tubing is kinked or not. The customer complaint could not be verified. A device history record review could not be performed on model 2426-0500 because a lot number was not provided by the customer. Due to no sample being received, an investigation could not be performed and a root cause could not be determined. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the as lvp 20d dehp 3ss cv tubing kinked near the bottom of the pump segment during use, and pinching it caused the kink to release. This complaint was created to capture the 1st of 2 related incidents. The following information was provided by the initial reporter: "staff reported being unable to prime the line and it was noted that there was a kink at the bottom of the pump segment just above the blue connection. I was able to pinch the tubing and the kink released itself and there was no kink memory or issue priming following. I do not have a lot # for that tubing."